Event description:
It was reported that an unspecific error occurred on the homechoice device before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event was verified through the event history log review. External/internal inspection was performed and passed. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes mechanical testing on the device. Sample analysis was unable to verify the event, and upon conclusion of the investigation, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.